Event description:
It was reported that during a pm inspection the 9900 system experienced intermittent lift column issues (lift column not working properly). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been ordered. 24v mainframe power supply. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow up report will be submitted as required.